Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23012m it was reported the patient experienced ineffective stimulation with his scs system. As a result, the patient discontinued using the system approximately 2 years ago. It was also reported the patient needed a MRI. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where his scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was confirmed. As received, both leads ¿a¿ and ¿b¿ were returned cut in two segments, and microscopic inspection revealed a fracture with broken wires in lead ¿a¿ 21cm away from the stimulation end; that was consistent with an overstress condition the lead was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1267487-2015-23012

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23012.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.